Manufacturer narrative:
Reported event: an event regarding loosening involving an omnifit stem was reported. The event was confirmed. Method & results: product evaluation and results: the ceramic head and stem were returned for evaluation. The device were decontaminated before evaluation. There are scratches and marks on the device, which is an evidence that the device was an used implant. Metal transfer marks were observed on the inner taper of the head. Damage consistent with explantation observed. Nothing else remarkable to report. Clinician review: a review with a clinical consultant indicated "the x-ray shows press fit tha in anatomic position. There are radiolucencies around the stem consistent with loss of fixation. It is confirmed that loosening of a femoral stem occurred. No documentation regarding revision surgery was provided. The root cause of this loss of stem fixation cannot be determined from the limited documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening. The ceramic head and stem were returned for evaluation. The device were decontaminated before evaluation. There are scratches and marks on the device, which is an evidence that the device was an used implant. Metal transfer marks were observed on the inner taper of the head. Damage consistent with explantation observed. Nothing else remarkable to report. A review with a clinical consultant indicated "the x-ray shows press fit tha in anatomic position. There are radiolucencies around the stem consistent with loss of fixation. It is confirmed that loosening of a femoral stem occurred. No documentation regarding revision surgery was provided. The root cause of this loss of stem fixation cannot be determined from the limited documentation provided." If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Original right hip replacement done in 1998 - original medical records not available. Dr revised stem only of right hip, due to loosening. Surgery proceeded as planned, no delay, no adverse consequences pertaining to patient reported.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Original right hip replacement done in 1998 - original medical records not available. Dr revised stem only of right hip, due to loosening. Surgery proceeded as planned, no delay, no adverse consequences pertaining to patient reported.